Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the device check-up post implant, the right ventricular lead exhibited high impedance and high threshold. In addition, the physician complained of difficulty inserting the lead into the device header. The lead was explanted and replaced and the patient was stable before, during, and after.